Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio values. (B)(6) 2013: 1st inratio reading 5.1 followed by 4.3 lab 3.0. Time between testing unknown. Patient's therapeutic range unknown.